Manufacturer narrative:
Additional information was received indicating the event did not occur while pump was in use with a patient (updated h6). Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the plunger seal was missing, a counterfeit battery was present, the top case cracked down left side, by tubing guides and handle. The bottom case was also cracked by l-bracket and right plunger case. Review of the event history log showed an occurrence of "check clutch/plunger lever." Functional testing involved occlusion testing as well as checking and testing the plunger position sensor. The investigation found check clutch occured at the sart of the occlusion test. It was found that the plunder position was stuck at 1.860" when moving plunger head back and forth. According to the investigation, this issue was a result of the customer's physical damage to the device. The position pot tab was broken off due to impact. The position pot, lead screw, clutch spring and both clutch havles were replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch error. No adverse effects were reported.